Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected. Microscopic visual inspection found an arc mark on the back side of the case. An x-ray of the device found that the plasma fuse was open. A review of the device memory log was performed and it was found that the device had recorded numerous 'charge time exceeded' codes. The device had also recorded a shock impedance of less than 20 ohms while attempting to deliver a 31 joule shock. Inspection of the device found that arcing on the case caused the plasma fuse to open. Of note, shorting of a lead to the case during a charge is known to cause internal damage. Devices are not expected to perform to specification post shorted lead events and further testing can result in further damage.

Event description:
Boston scientific received information that during routine device interrogation of this product, the device displayed a code 1007 which indicated that the capacitor charge time had exceeded the limit. Subsequently the device displayed high, out of range shock and pace impedance measurements. In addition, loss of capture (loc) was seen. The patient was seen for a revision procedure. It was reported that a fracture was identified during the revision procedure. The device was explanted and replaced and has been returned for analysis. The rv lead was surgically abandoned. There were no adverse patient effects reported.